Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they have an appointment with healthcare provider (hcp) who implanted the ins to discuss the placement of the ins battery as the ins battery was protruding and was right on their belt line. Pt wanted to know if manufacturer would have anything to do with the placement of the ins battery. Pt requested to speak with a manufacturer representative (rep). Pt wanted the contact info for the rep that was at the implanting procedure. Additional information was received from the patient. They reported that the cause of the implantable neurostimulator (ins) protruding is unknown and they talked to their doctor who said that the pocket where the battery slipped either broke open or they did not know what happened. They stated additional surgery would be required. Issue is not resolved.